Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.